Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# lb7515, implanted: (B)(6) 2005, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative (rep) and a healthcare provider (hcp) reported a 574 error code. It was noted that the implantable neurostimulator (ins) had been previously programmed. The 574 was seen after attempting to recharge and then saw 006 error code as well. Interrogating with the clinician programmer (cp) resolved the issue. They were able to get stimulation on the right leg at appropriate stimulation levels, but not getting stimulation on the left side. The rep was going to continue to try to program around the 2 contact because the 2 was high >40000. The rep was going to discuss the lead position with the doctor. The rep later reported that no actions or interventions had been taken to resolve the loss of stimulation and high impedances. The patient was discussing with the doctor and family. The cause of the stimulation and impedance issue had not been determined and the issues had been not resolved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes reflex sympathetic dystrophy syndrome (rsd)/complex regional pain syndrome (crps).